Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.(B)(4)

Event description:
It was reported the patient could no longer receive effective stimulation in the left side due to the lead being far right in the epidural space (confirmed by x-ray). As a result, the patient's scs system was explanted and replaced with different models. The issue was resolved by surgical intervention.